Event description:
It was reported that high current drain was observed during pulse generator interrogation. Measured data was 2.75 v, 30 ua and less than 1 kohms with a displayed longevity of 3.75 to 4 years to elective replacement indicator. Measured data from (B) (6) 2009 was 2.76 v, 12 ua, and less than 1 kohms. No programming changes had been made since (B) (6).

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain. The hybrid was removed for further analysis and high current was confirmed. The root cause could not be determined.